Event description:
It was further reported that stenting was performed. Flows improved and the patient was discharged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: model #: unk - outflow graft / serial or lot#: unk h6: imf code(s): f19 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via review of controller log files which revealed a sustained decrease in power consumption and estimated flows starting on (B)(6) 2021 through (B)(6) 2021 to parameters below the normal operating range. Several increases in power consumption were logged since (B)(6) 2021 associated with increases in pump rotational speed. (B)(4) low flow alarms were recorded since (B)(6) 2021. The reported outflow graft stenosis event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient presented with decreased estimated flows, subtherapeutic international normalized ratio, and was asymptomatic. A computed tomography angiography (cta) revealed concern for outflow graft stenosis and the patient was placed on a heparin bridge. Additionally, a transthoracic echocardiogram (tte) showed a bowing to the right ventricle (rv). A computerized tomography (CT) thorax revealed concern for narrowing of the outflow track. A repeat tte showed interventricular septum (ivs) still bowing in the right ventricle (rv) with aortic valve (aov) opening with each beat and the vad speed was adjusted again under tte guidance. An additional cta confirmed stenosis of outflow tract and the patient underwent a stenting procedure. The patient is hemodynamically stable, discharged, and continues to be asymptomatic. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial or lot#: unk - outflow graft h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. The ventricular assist device (vad) serial number has been updated from (B)(6). The unique identifier, the manufacturing date and use before date has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft model #: unk / catalog #: unk/ expiration date: unk / serial or lot#: UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use?: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was presented to the hospital with low flows alarms and subtherapeutic international normalized ratio (inr). Of note, the patient was asymptomatic. The patient was started on heparin bridge and a computed tomography angiography (cta) revealed concern for outflow graft stenosis. A transthoracic echocardiogram (tte) showed a bowing to the right ventricle (rv) and the vad speed was increased. The low flow alarms cleared. A computerized tomography (CT) thorax was later performed and showed concern for narrowing of the outflow track. A repeat tte showed interventricular septum (ivs) still bowing in the right ventricle (rv) with aortic valve (aov) opening with each beat and the vad speed was adjusted again under tte guidance. It was further reported that a repeat cta confirmed stenosis of outflow tract. Of note, stenting of the outflow graft is planned. The patient is hemodynamically stable and continues to be asymptomatic. The vad remains in use. No further patient complications have been reported as a result of this event.